Event description:
Complaint received in 2002. Complaint was determined not to be reportable. Add'l info was received in 3/2002 and co determined that complaint was reportable. Garrote wire partially deployed. Surgeon used scissor to finish transecting the lesion. Pt was not affected.